Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent a lead revision where the lead and had helix extension problems. The lead was explanted and a new one was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory resistance testing found the lead was electrically continuous, therefore the electrical or physical allegations were not confirmed.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent a lead revision where the lead and had helix extension problems. The lead was explanted and a new one was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory resistance testing found the lead was electrically continuous, therefore the electrical or physical allegations were not confirmed. Patient code 3191 captures the reportable event of surgery. Event no longer considered life threatening.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent a lead revision where the lead and had helix extension problems. The lead was explanted and a new one was implanted. No additional adverse patient effects were reported.